Manufacturer narrative:
The account stated the pt position module was set and did alarm. No further info is available on the repair of the bed at this time.

Event description:
The account alleged that a pt had fallen from this bed. There were no reported injuries.